Event description:
During an in-clinic follow-up, episodes of oversensing were observed on the right ventricular (rv) lead due to a loss of capture and far field p-wave oversensing. No intervention has been performed. The patient was stable and will continue to be monitored.